Event description:
While investigating a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed in the incoming hi-pot functionality test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation corrosion was discovered in the cable connecting the distribution node (dn) and the rear therapy electrode, as well as in the rear therapy electrode interconnect cable. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the corroded electrode belt cables. The pt rec'd a replacement electrode belt.